Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient developed a small "hygroma" at the anchor site and experienced a recurrence of pain. The physician felt that the patient's catheter was not working correctly because she was not responding normally to drug treatment. He conducted a (B)(4) study and could draw back csf, but no dye dispersed from the tip of the catheter. The physician decided to surgically explore the catheter. On removal, he noticed that there was a very small hole in the catheter next to the connector pin. He suspected that the pin punctured the wall of the catheter and drug was being lost from this. The catheter was replaced. Following the replacement, 'pain relief re-established with no hygroma.' It was noted that the patient was particularly active for a pump patient, so the physician thought that her increased mobility caused the catheter to bend and flex more than normal. It was also noted that the patient had used a pump for the past 10 years and had not experienced any problems. The device system was used to deliver morphine sulfate (20 mg/ml) and clonidine 1000 mcg/ml).